Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with stage 1, diffuse lamellar keratitis (dlk) in both eyes, at the one day postoperative visit. The patient had no visual complaints. The topical steroid drops were increased. The event resolved with the treatment within a few days. The patient was reported to be doing great. No further information is expected. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).